Event description:
The customer reported receiving channel error message from device. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 channel error. Technical support : 1. Replace logic board. 2. Return the module to the factory. Explained problematic fault to produce the error message. Informed customer there is generally an error code that appears on the device. Customer to repair/replace the logic board. Customer to call back for assistance if any further issues and/or concerns need addressing. End call. A review of the device history record showed the device had a manufacture date of 05/07/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - customer to repair/replace the logic board. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported receiving channel error message from device. There was no patient involvement.